Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a hypotension due to a cardiac tamponade. During a procedure a faradrive was selected for use. During the procedure a non-boston scientific mapping system was used to track the catheter, however the navigation failed and the catheter was extended blindly from the sheath. At this point the "cardiac appendage was compressed" and the hypotension and tamponade were identified. A drainage was performed, and a transfusion was required. The patient was reported as stable. The device is not expected to be returned for laboratory analysis, it was disposed.